Event description:
The distributor sales representative reported on behalf of the user facility the following incident from (B)(6): a hallu-c plate broke. A revision surgery was performed four years after the first surgery. Radiographs taken after the breakage show that the hallu-c plate was implanted more distally than recommended in the surgical technique.

Manufacturer narrative:
The product was returned for evaluation. The plate was broken at the middle hole. The x-rays performed after breakage of the plate show that the hallu-c plate was implanted more distally than recommended in the surgical technique. Consequently, a hole was positioned on the joint line which is the area where most of the load is concentrated. It is considered likely that this could have led to the breakage of the plate. A review of the manufacturing record found no anomalies during the manufacturing period of the product. A review of the complaint system for the past two years shows that this incident is the second report of a breakage of hallu-c plates. (B)(4). Prior to release, visual and documentation inspection for all hallu-c plates is conducted. Given the description of the event, the root cause is a normal wear of the device. No corrective action has been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.